Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific failure mode or patient injury was alleged. The medical records provided included the patient's implant operative report details for and implant tracking log only. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. The information provided, indicated that the bard flat mesh was implanted in january of 2010 which was two months after the expiration date of the mesh. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to by the patient's attorney: on (B)(6) 2010 - the patient was diagnosed with a history of urinary incontinence and underwent a bladder neck suspension with implant of a bard flat mesh. The mesh was placed at the end of the bladder neck site by placement of 2-0 prolene on each end of the mesh and was brought out at infrapubic site by placement of a double prong needle. The attorney alleges the patient experienced an unspecified adverse patient outcomes associated to the use of the device.